Event description:
It was reported, the patient had pain which persisted at the ipg site. The physician repositioned the ipg to a new pocket location on (B)(6) 2012. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.